Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms that the anchor is broken transversally along the cortical threads. No other anomalies with the anchor or the bridge were observed that would have contributed to the reported failure. Anchor breakages are typically associated with off-axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. A batch review was conducted and the results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. The lot review indicates there were no issues with material or assembly. Although the complaint can be confirmed, a root cause for the user to have experienced this issue cannot be determined. At this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported that during a rotator cuff procedure, the customer's 4.5 healix advance peek anchor 3 suture permacord broke during insertion in the bone and pulled out. The sales rep stated that the surgeon removed the anchor and the broken pieces with no issue. The sales rep stated that no debris was left in the patient and that the surgeon left the hole empty. The sales rep reported that the surgeon completed the procedure by creating a new bone and using another like device with no patient consequences or delays. The sales rep reported that the patient's bone quality was average. The device will be returning for evaluation.